Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, there was intermittent capture despite good lead values through the analyzer. Thresholds were 1 v for bipolar and 7 v for unipolar. The device was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".